Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at 11:29 am pst, the customer called reporting a blood glucose of 72 mg/dl and expressed concern about frequent lows, noting they had been working with (B)(6) (clss). The customer had consumed grapes and crackers to correct the low. The customer stated they had contacted clss and left a voicemail requesting a callback. It appeared that (B)(6) had attempted to call earlier, but the number displayed as spam, so the customer did not answer. The agent recommended the customer contact (B)(6) directly and offered to reach out to (B)(6) to request a callback as soon as possible. The customer acknowledged and had no further questions.